Event description:
Pt underwent a transvaginal ultrasound exam. Left the hospital and noted vaginal bleeding. Seen in physician's office same day and four (4) vaginal tears noted. Pt reported bleeding for four days.